Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported suspected false positive on (B)(6) 2022 (cartridge sn (B)(4), lot #22008b, reader sn (B)(4)), had 5 subsequent negative cue tests and 2 negative pcr tests. Customer reported that their kids with cold-like symptoms tested negative. No known exposures, up to date on vaccinations and covid vaccinations. Cartridges were stored correctly.